Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):the battery compartment was observed to be cracked. There was visible corrosion in the battery compartment. A leak test was performed and the pump was found to be leaking from the battery compartment. The pump was exercised for 24 hours without power issues. The pump was opened and no power circuit defects were found.

Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly will not turn on. Corrosion was found in the battery compartment. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.